Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call the insulin pump alarmed compromised force sensor system. Customer parent cannot recall blood glucose at the time of incident. Troubleshoot was performed. Customer was not connected to the insulin pump. Customer parent stated the alarm occurred during priming. Customer parent stated insulin was "squirting out" during the manual prime process. Customer parent stated the insulin pump was dropped but the drive support was normal. Customer parent stated the sensor could not detect the reservoir while seating. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Findings: unit alarmed motor error during basic occlusion test due to faulty force sensor resistor . Unable to perform rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor system alarm due to motor error alarm. Unit was received with normal operating currents and passed unexpected alarm error test and self-test. Motor passed motor test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, stained address/serial number label and stained end cap sticker.